Event description:
Customer stated that the buttons are sticking; when changing the reservoir the esc button does not work all the time. Customer received the safety letter. Customer reported a low blood glucose event. Customer was about to eat dinner; he dropped his plate and passed out. Customer was taken to the hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.